Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) unit shut off six times while on patient notifying error code 37. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue but the biomed dept. Witnessed it happen while on ac power. Hence, replaced the power supply assy. Completed calibration. Unit passed all functional and safety tests per factory specifications. Returned unit to the customer and cleared for clinical use.

Event description:
N/a.